Manufacturer narrative:
No RMA has been initiated for this issue. Model irc5lxo2, serial number/date code (B)(4) is approximately 8 years 8 months old. The owner's manual part number 1118389 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer is a smoker and his medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's son stated that his father was taken to the hospital for carbon monoxide poisoning. The consumer's son alleged that it was from the concentrator. The dealer went out and picked up the unit. They tested the unit and found nothing wrong with the unit. The purity of oxygen was within standards and the unit functioned as intended. The unit was then put back into circulation. A different unit was provided to the consumer. The consumer was treated and released from the hospital. The dealer confirmed that the consumer is a smoker. The dealer provided information off the internet on carbon monoxide poisoning and one of the causes listed was cigarette smoke. The product is not being returned as the dealer does not think that there was a malfunction of product and found nothing wrong with the unit after their inspection. The consumer has been provided a replacement unit.

Event description:
Customer alleged the user was admitted to hospital for carbon monoxide poisoning. Minor injury alleged.